Event description:
A customer reported to baxter (B)(4), a blood solution set in which the air filter was loose. According to the report, the air filter on the set was found dislodged during use. This resulted in blood leaking from the port of the filter. There was patient involvement. However, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.